Event description:
The user facility reported to terumo cardiovascular systems corporation, that during vein harvesting procedure, the tip of the vsp550 broke off in the patient's thigh. The broken tip was retrieved using the locking mechanism of the v-keeper, and there was no delay in procedure. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, he investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).